Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for spinal pain. It was reported that the patient went to have the pump refilled and 20 minutes later had to go the emergency room because they were overdosing. The consumer reported a burning sensation when the pump was being filled. The consumer reported that they tried to pull medication out of the pump and there was none in there. The patient thinks they experienced a pocket fill. The patient had to spend 4-5 days in the hospital. The pump had not alarmed. The consumer reported that the patient "nearly died." The consumer reported that this had happened before with the same person refilling the pump about 1.5-2 years ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information wasreceived from a healthcare professional (hcp). It was reported that the patient weighed (B)(6). The patient did not remember which doctor was managing their pump at the time. No further complications were reported.